Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine follow-up, interrogation revealed 300 inappropriate auto- matic mode switch (ams) episodes. Stored ventricular high rate egms displayed atrial noise. Bipolar atrial lead impedance was 390 ohms and unipolar impedance was 290 ohms. Arm exercises/isometrics revealed noise on real time aegms. X-ray revealed fractures of both leads.